Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the duodenal ulcer was visualized and an injection device was used; the device was difficult to be advanced through the scope with its tortuous position in the duodenal polyp. The epi was able to be injected but the needle was difficult to extend out. The procedure was continued by performing cautery and using three resolution 360 clip devices. The first two clips were successfully deployed without malfunctions; however, the third clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after vigorously shaking the device, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.